Event description:
It was reported that the caller accidentally delivered too much insulin while connected to their pump. The customer¿s blood glucose level was not below 70 mg/dl, indicating no adverse impact. The customer acknowledged the situation and planned to consume carbohydrates as needed to counteract the additional insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.